Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 5 events were reported for this quarter. 3 devices were received for evaluation. 3 events were confirmed. 2 devices were found to have worn teeth, which suggests that the blade came into contact with metal during the procedure resulting in the fracture. 1 device was found to have damaged blade teeth and a widening of the cartridge, which is known to occur if the cartridge was used in a prying or twisted motion. 1 device was not available for evaluation; however, a photograph was available. Photographic inspection confirmed that the device was broken. 1 device was not available to stryker for evaluation. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is labeled for single-use.

Event description:
This report summarizes 5 malfunction events in which the device broke during use. There was patient involvement. 2 events occurred during a total hip procedure, 1 event occurred during a high tibial osteotomy, 1 event occurred during a partial knee replacement, 1 event occurred during a total knee replacement. There was no patient impact.